Event description:
The device was returned for routine annual service, no alleged problems. During the repair evaluation, it was discovered the alarms would function intermittently. There was no patient involvement, malfunction detected on technician's bench.